Event description:
The generator and lead were received and underwent analysis. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. Product analysis was completed on the returned portion of the lead. It should be noted that a large portion of the lead including the lead pin and connector boot was not received and so could not be analysis. Continuity checks revealed no evidence of discontinuity. Upon analysis, an abraded opening in the outer tubing was observed along with fluid in the inner and outer tubing. Based on the returned portion, the fluid in the inner tubing had no other point of entry beyond the cut end of the lead. Beyond the abraded opening in the outer tubing, the condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. No fracture or other obvious anomalies were noted. No further relevant information has been received to date.

Manufacturer narrative:
Corrected data: (B)(4).

Event description:
It was reported that the patient underwent replacement of generator and lead due to high impedance. Preoperatively, the impedance was high. Intraoperatively, the surgeon didn't see a visual break at the lead closest to the generator and so he decided to replace the generator which showed ok impedance. However, the surgeon determined that he didn't feel comfortable with the situation and decided to replace the lead. When the surgeon entered the neck, he stated that only 1-2 tie downs were used, no strain relief loop, and the nerve was torqued 90 degrees as captured in MFR. Report 1644487-2019-00348. The physician noted that there was inadequate tension and inadequate tie-down placement. There was visible wear, the lead was twisted, and there was a small amount of fluid in lead near the electrodes. The lead was replaced. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was referred for full revision of generator and lead due to high impedance. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that high impedance was observed during an office visit by the physician. The patient's previous physician had ordered x-rays and did not observe any lead fractures. The current physician has opted not to refer the patient for surgery at this time since the patient was not in pain. The physician was recommended to disable the device however the decision was made to continue the patient's therapy despite the malfunction. No additional relevant information has been received to date.